Manufacturer narrative:
Additional information received on 30jan2017. Stereotaxy was used but model number unknown. The patient was positioned prone on chest rolls with the arms padded and papoosed at the sides. The patient was not repositioned.

Event description:
This is the third of three reports (same product ID, similar problem, different patients). On (B)(6) 2017, movement occurred during a posterior cervical laminectomy c4 through c7. The patient was prepped, pinned, and positioned. Surgeon used x-ray for verification during surgery and noticed some shift. When removing the drape after the procedure ,the surgeon noticed the patient¿s head had dropped and his chin was resting on the edge of bed causing an indentation. Surgeon believed the arm of the mayfield rotated around the large horizontal bar after being locked. No medical intervention was required. No patient injury reported. Additional information has been requested. Linked to mfg report numbers: 3004608878-2017-00023 and 3004608878-2017-00024.

Manufacturer narrative:
Investigation completed 3/13/17. Method: -DHR review; -trend analysis; -failure analysis. Device history record reviewed for this product ID lot # / work order# 154/(B)(4), manufactured on 04/21/2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Engineering was able to confirm the customer complaint. The base units¿ handles¿ holding forces failed the 5b inspection criterion; ¿the handle assembly does not move on tube, nor can the transitional rotate at 55 ft-lbs force.¿ the end caps of both base units were missing and both units showed signs of wear on the surface. Conclusion: in summary, engineering was able to confirm the customer complaint. The root cause for the non-adjustable handle to lose force may not be attributed at this time. These base units were reworked in jan. 2016 to replace the adjustable with a tamper resistant adjustment knob. This new design was tested and provides a worst case 1 year reliability of 97% when set to resist a torque between 55ft-lb and 70 ft-lb. Integra warrants to the purchaser that each product is free from manufacturing defects in material and workmanship under normal use and service for a period of one year.